Event description:
The manufacturer received information alleging a ventilator was displaying a "low pressure" alarm. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal tubing was reconnected to address the issue.